Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image froze on the monitor and there was a delay to perform x-ray acquisition and fluoroscopy. Review of the log file showed the flexvision pc had malfunctioned. The fse confirmed that the flexvision pc was failing intermittently. The fse replaced the flexvision pc, the hard disk, downloaded the software and reconfigured the inputs to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that in the middle of a case, live image stopped progressing and then it jumped ahead. On a reboot, the system got stuck at 0:00. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.